Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. Blood glucose (bg) was 72 mg/dl at the time of the power source alert. Reportedly, the customer successfully charged the pump by using a different wall adapter to charge the pump. Additionally, the customer reported experiencing a bg of 47 mg/dl. The customer reported that the low bg was due to an "over-correction" by giving themselves too much insulin via bolus. Bg was treated with glucose tablets and juice.